Event description:
Allegedly, while the doctor was performing a turp procedure, the cut function was not working well resulting in excessive bleeding and intermittent function was also noted. The unit then stopped working. They switched to monopolar using a valley lab esu and the doctor was able to address the bleeding and conduct further cutting, but the site only had one bag of glycene on hand and so the doctor was unable to complete the procedure when that ran out. Procedure aborted.

Manufacturer narrative:
The unit will be sent back to the manufacturer for further evaluation.